Event description:
New information received stated that the patient presented again to the clinic on nov. 10th, 2020 and expressed feelings of irregular pacing from the pacemaker. Upon examination, it was noted that the atrial lead exhibited complete loss of capture. The pacemaker was then reprogrammed to backup vvi operation to stop sensing in the atrium until a lead revision can be performed. The procedure was anticipated but not yet performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, it was found that the atrial and right ventricular lead capture thresholds exhibited variable and significant increase since the previous interrogation. The lead impedance values were normal and stable. An x-ray was performed, but the physician was unable to determine if the leads had any change in position. The pacemaker was then reprogrammed to pace in the ventricle only in preparation for a surgical procedure to check the position and integrity of the leads. The patient was reported to be asymptomatic and in stable condition. Related manufacturer reference number: 2017865-2020-17455.